Manufacturer narrative:
Visual inspection shows the impeller was loose inside the housing, there was damage to the upper pivot bearing and evidence of fibrin/clot. Conclusion: failure to follow instructions - device is indicated for use up to 6 hours. This device had been used for 13 days. There were no patient adverse effects. Medtronic will continue to monitor for similar future events. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use the customer experienced an ap40 centrifugal pump failure and a loud noise after 13 days long term support. The customer reported grinding, believed to be from the cone. No heparin was given to the patient due to an abdomen bleed. Use of a handcrank was required to maintain blood flow. The device was replaced to complete the case. There was no adverse effect to the patient.